Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Patient's nurse reported that the device was in use with patient. According to reporter, after 8 days in use, the patient showed irritability. Upon examination the nurse determined the device cuff was leaking and trauma to te trachea was observed. Patient's caregiver reported that an emergency tracheostomy tube change was performed to address the issue. No permanent adverse effects reported.